Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer) the lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient had a bard foley catheter inserted on the morning of (B)(6) 2019 , and the catheter was found to have fallen out of the patient with a deflated balloon around 3:00 pm that afternoon. The nurse attempted to inflate the catheter and had found air bubbles across the distal end of the catheter. The nurse filled the catheter with clear water and found that all the water leaked out of the catheter with a deflated balloon the next morning. The nurse then inserted a new ureteral catheter in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a bard foley catheter inserted on the morning of (B)(6) 2019, and the catheter was found to have fallen out of the patient with a deflated balloon around 3:00 pm that afternoon. The nurse attempted to inflate the catheter and had found air bubbles across the distal end of the catheter. The nurse filled the catheter with clear water and found that all the water leaked out of the catheter with a deflated balloon the next morning. The nurse then inserted a new ureteral catheter in the patient.